Event description:
Event description guidant received information that during the elective replacement of this patient's implantable cardioverter defibrillator, lead impedance was measured at <20 ohms with this endotak c lead implanted since november 1, 1993. A replacement device was connected to the lead however, the shocking coils were reversed in the header. When vf could not be converted with a 31 joule shock, the physician went to change the shock vector of the abdominally implanted system. At that time a "shorted lead message" then appeared. Review of the test results noted additional impedance readings at zero and < 10 ohms. The lead was removed from service and surgically abandoned. The device was not implanted and will be returned for evaluation. A non-guidant device was implanted without further incident.